Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an inoperative graphic user interface (gui) screen. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended reviewing the breath delivery (bd) printed circuit board light emitting diodes (led's), and to perform a ground isolation test and to try a new gui cable. The customer reported that the cable harness was re-seated and the device passed extended testing. Covidien was not authorized to evaluate the device.